Manufacturer narrative:
Findings: unit received with blank display due to broken b-1 solder joint on interface board. Unit received with cracked and bleeding lcd glass. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The insulin pump was returned for analysis. The blood glucose reading was not given.